Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to a fluid leak in the device. A hole was identified in the right cylinder. A new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.